Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection of the extension set noted no defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the set. Functional testing was performed and drops of blue dyed water were seen flowing out of the vent on the filter, confirming that the filter must be defected. The probable cause of the fluid leak from the vent on the filter was an oversaturated and wetted out filter.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported filter leaking while infusing tpn. There was no report of patient harm.